Event description:
Boston scientific received information that a revision procedure was performed and this right ventricular (rv) lead had dislodged. The lead was successfully repositioned during the revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.